Event description:
On 2 occasions, while priming, the insulin cartridge has broken inside of the device's cartridge chamber. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.